Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, characterized by intermittent communication failure and signal loss to the ilet only; the user attempted reconnection steps and ultimately started a new sensor, which entered warmup. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the systems consistent with an intermittent communication failure, with the device component context involving the antenna within the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.